Manufacturer narrative:
The evaluation found: insulation resistance at the tip is out of standards due to missing part of c-cover. Angulation in the up direction was out of standards due to worn of angle-wire. The play of up/down knob was out of standards due to worn of angle-wire. Liquid leaks due to breakage of right/left knob. Liquid leaks due to breakage of upward/down knob. Water quantity was out of stadards due to damage of air water channel. Water was not coming out due to damage of air water channel. There was a crease at the screen due to damage of charge-coupled device unit. There was a stain in the screen due to pollution of charge-coupled device lens. Charge-coupled device lens was broken. Light guide lens was polluted. The adhesive part of bending section cover was broken. Connecting tube was crumpled. ¿ the coating at the connecting tube was peeled off ¿ there was scratch at the switch button 3 ¿ there was scratch at the protector at the scope connector in universal code ¿ the color of universal code was changed ¿ there was scratch at the protector at universal code ¿ the coating at the video cable was peeled off ¿ distal end was worn the investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus device screen was blurred and had a water flow malfunction. Upon inspection and testing of the customer returned device, it was observed the device has foreign material coming from the suction cylinder. This report is being submitted for the malfunction found during evaluation. There was no death or injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the cause of the foreign material was likely from one of the following events: reprocessing method at the facility differed from the instructions for use recommendation. The facility staff was less trained in reprocessing and/or device handling in accordance with the instructions for use statement. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Precleaning the endoscope and accessories states on immediately precleaning after procedure in order to prevent adherent of dirt. If the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure." Olympus will continue to monitor field performance for this device.